Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. The surgeon reported plans to revise both the tibial and talar components using an inbone tibia and invision talus due to a broken stryker infinity tibial component. Revision indicated to due acute change of the implant and need to improve pain and stability to the ankle.